Manufacturer narrative:
Follow up # 1/supplemental report text 01/25/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(6) 2011, the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests seven to eight times a day and manages his diabetes with novolog (sliding scale) and byetta. The patient indicated when his blood glucose is "600mg/dl" or over, he would typically experience symptoms of dry mouth, frequent urination, and feeling sleepy. When his blood glucose is below "56mg/dl", the patient stated he would experience sweating and rapid heartbeat. The patient alleged that the issue began on (B)(6) 2011 at 3am. The patient reportedly obtained blood glucose results of "515 mg/dl" with a lifescan meter and "69 mg/dl" on another (secondary) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Just prior to the alleged meter issue, the patient clarified he woke up with symptoms of low blood glucose (specifying dizziness, sweating, and feeling faint). Before going to bed earlier on the evening of (B)(6) 2010, the patient indicated he obtained a blood glucose result of "280mg/dl" with the subject meter and minutes later a "normal" result with his secondary meter; the patient indicated he administered his insulin based on his secondary meter result. Immediately after the alleged issue occurred, the patient corrected and clarified he administered self-treatment by consuming an over-the-counter liquid glucose and approximately 10-15 minutes later he felt better. The patient denied retesting his blood glucose with either meters and indicated he went back to bed. During troubleshooting, the customer service representative (csr) confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to the serious injury. Prior to the onset of the patient's reported symptoms, the patient confirmed he had administered insulin based on the result from another device. There is also no evidence of a delay in treatment. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow up #2: 08/09/2012 follow up # 1 should have reference test strips passing product analysis (pa). The initial report included the pa on the subject meter.